Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis noted the helix was bent; damage at implant. Primary analysis finding revealed no anomalies, lead functionally normal.

Event description:
It was reported, during an implant, procedure, the helix would not redeploy after initial positioning. It was further reported the physician encountered difficulty during advancement of the lead through the vein into the right ventricle. Consequently, this lead was removed/not implanted. No patient complications have been reported as a result of this event.